Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer's reference number: 2017865-2021-06244. Related manufacturer's reference number: 2017865-2021-06245. It was reported the patient presented in the hospital with swelling and drainage of the device pocket. The patient's pacemaker, right atrial, and right ventricle leads were explanted on (B)(6) 2020. The patient had a new system implanted on (B)(6) 2020. No additional information was reported.